Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that ed had a defective accucath. No other information was provided. Additional information 01/03/2024: the needle did not retract. Response received 01/09/2024: it was used on a patient.

Event description:
It was reported by the customer that ed had a defective accucath. No other information was provided. Additional information 01/03/2024: the needle did not retract. Response received 01/09/2024: it was used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty retracting the needle is inconclusive because the sample was returned with the needle retracted. One 20 ga accucath ace was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned device. The spring inside the accucath ace had been activated and the needle was inside the housing of the device. The guidewire was observed to be outside of the distal end of the device housing formed into a loop. The distal end of the guidewire was looped back into the accucath ace. A functional test of attempting to deactivate the needle safety to observe the accucath ace safety activation revealed the device allowed the needle to retract without issue. A microscopic observation revealed the guidewire was exiting the needle through the needle flash notch. Abundant blood use residues were observed within the needle. Because the device was returned with its needle retracted with the guidewire misplaced, the complaint of difficulty retracting the needle is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.